Event description:
This patient was undergoing coil embolization within the basilar tip aneurysm. It was noticed upon attempting to deploy the first coil, although the coil detached, the pressure gauge did not reflect rapid decay upon detachment. The syringe appeared normal within the package. The wing lock was locked before he was increasing the pressure. The gauge on the syringe had not gone to the alternative zone. Before attempting to deploy the coil syringe had not exceeded the black line beyond position #3. The syringe was taken to the green zone and then to the red zone. There was no problems with the syringe, fluid leaks or threaded plunger stripping. The plunger did not move back or stripped. The blue wing lock was not cracked. Dedicated solution used for the syringe (ns). No kink/compression was noted on the delivery system. Review of the analysis performed on the returned product determined that leakage was noted around the gauge bond area. This reportable product malfunction was not evident from the information provided by the customer.

Manufacturer narrative:
One syringe was returned for analysis. Gauge was found out of orientation. Adhesive bond was broken indicating tampering with the device. The unit latching mechanism was actuated across the range of the unit with no defects or difficulties being noted. The functional analysis was performed with as received condition and leak was found around the gauge bond area, the gauge was turned 3/4 of a turn to its home position and retested, it passed all testing. The DHR review could not be performed due to costumer did not provide the lot number. Atrion investigation revealed the device to have been tampered. Device complaint not confirmed as manufacturing related. Device was tampered with after leaving our facilities as indicated by the adhesive bond breakage and gauge disorientation. The complaint was not confirmed for "did not rapidly decay" condition. Every device that is manufacture in atrion is 100% tested for pressure compliance, which includes pressure decay, leakage and gauge accuracy, prior to packaging for shipment. Additional information will be submitted within 30 days upon receipt.